Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip of the device has fractured. There are indentations to the handle junction location along with a crack where the rubber handle meats the metal portion. There are also marks on the strike plate. There is also scuffing to the shaft. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that when taking the trial off of the inserter in the central sterilization, the threads of the inserter were found fractured. There was no patient involvement. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.